Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted the distal conductor was distorted. There was blood in/on the helix/lobe mechanism. The stylet was bent. Visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an implant attempt the right ventricular lead would not capture and had high impedances. The lead was repositioned four times with the same results. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.